Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the light of the video system center changed pink intermittently. The issue occurred during a procedure and was resolved by powering the device off and on. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the led module was faulty, which caused an e105 error message to be displayed. The report is being submitted due to the defect found during evaluation.

Event description:
Additional information from the customer stated that the procedure was therapeutic and was completed with a similar device with no harm to patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the light changes color to pink intermittently due to the defective light emitting diode (led) module. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.